Event description:
A malfunction occurred with the displayed malfunction code 16, but there was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump, which was under warranty. Since no backup insulin therapy was immediately available, the caller planned to consult with their healthcare provider. Technical support confirmed the shipping address and instructed the caller on how to put the pump into storage mode before returning it within ten days using a pre-paid label, which the caller understood and acknowledged.